Event description:
The complaint was reported as: the customer alleges that the resistance in the one way valve is too great. The reported issue detected during testing set-up.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved int eh complaint could not be conducted since the product was not returned. Record reviewed of the device history record (DHR) showed that there were no issues related to this complaint neither on the product not its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. If the defective sample becomes available, this investigation will be updated with the evaluation results.